Manufacturer narrative:
No patient information provided at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that towards the end of a transsphenoidal case, the computer shut off and "no input detected" was displayed on the monitor. They troubleshooted when checking out the system, the computer fans would come on for about 3 turns upon bootup then stop, monitor had continuous power but still had "no input detected." The case was finished without navigation, no delay to the case. A restart did not resolve the issue. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the computer shut of randomly and would not restart. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that the computer did not power on. With a test supply installed, the computer passed all testing without errors. It was suspected that the reported issue was caused by the bad power supply. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.